Event description:
Pt was post-op aneurysm repair with a central line catheter sheath in place. Cap came loose from sheath, pt suffered a cardiac arrest and died. Cause of death was attributed to an air embolism, introduced when cap came off the central line catheter.